Event description:
It was reported that a patient had increased low back pain secondary to device malfunction. Device interrogation on (B)(6) 2011 revealed normal results. A (B)(4) study with contrast was conducted on (B)(6) 2011. Intervention on (B)(6) 2011 was noted as "reprogramming/refill/bolus"; and the following pump medications were noted: 10% morphine sulfate (5.293 mg/day), bupivacaine (1.764 mg/day), and clonidine (26.47 mcg/day). The patient's outcome was reported as on-going. Additional information will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).